Event description:
Related manufacturer reference number: 3006705815-2022-00355. Related manufacturer reference number: 1627487-2022-00417. It was reported that the patient was receiving the "replace generator soon" message. Upon interrogation, it was also revealed that one of the patient's leads was exhibiting high impedances. The patient is still receiving effective therapy. Surgical intervention is anticipated. Note: it is unknown which lead is displaying high impedances, so both are being reported on.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿replace generator soon¿ being displayed was confirmed. Analysis of the returned device found it had declared eri and eol and a longevity calculation found it had normal battery depletion to end of life. Correction: as the ipg reached normal end of life, the ipg is no longer reportable.

Event description:
Device analysis revealed that the ipg had reached normal end of life, therefore there is no allegation against the ipg.

Event description:
Additional information received that patient underwent surgical intervention where in the leads and ipg were explanted and replaced restoring effective therapy.